Event description:
The patient family member reported that patient had an accident last night and would like to increase a setting however having trouble. The patient was not feeling stimulation while therapy was off. Turning therapy on did not resolved situation. Unable to determine if turning stim on will resolve return of symptoms. The patient family member reported that she might have accidentally turned stim off while trying to increase. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.